Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. All operating currents are within specifications and no unexpected low battery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump stop delivering insulin. The insulin pump did not alarm no delivery. The blood glucose was 129 mg/dl. The blood glucose increased to 322 mg/dl. Customer experiencing high blood glucose two to three times per week. Customer treated with bolus. During troubleshooting, the high pressure test failed twice. The insulin pump will be replaced. Nothing further reported.